Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, extrusion, bleeding, infection, urinary problems, bowel problems, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that on (B)(6) 2002 the patient underwent removal surgery due to mesh erosion. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2001 and a mesh was implanted. It was reported that the patient underwent stage I interstim sacral nerve stimulator implantation on (B)(6) 2012. It was reported that the patient underwent stage I interstim sacral nerve stimulator implantation on (B)(6) 2012. No additional information was provided.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2001 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.